Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the mid aortic loss of seal and component separation was found to be anatomy related due to the significant anterior remodeling (near 90 degree angle). It was discovered that there was a secondary endovascular procedure to attempt to resolve the endoleak, however, the aneurysm ruptured and the patient subsequently expired. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. The 5 year follow-up showed the presence of a type iiia endoleak. The physician has decided to re-intervene, however, the re-intervention date has not been scheduled yet. As of the date of this report, there have been no additional patient sequelae reported.